Manufacturer narrative:
The investigation is ongoing. This is one of two reports being submitted for this case.

Event description:
As reported by a field clinical specialist, approximately 7 years post tpvr with a 23 sapien 3 valve (sn unknown), the valve failed due to stenosis, moderate regurgitation, and a mean gradient of 45mmhg. Prior to reintervention the patient was symptomatic with fatigue and decreased exercise capacity. As a result, a valve in valve procedure was performed. During the valve in valve procedure, we ballooned the existing 23mm s3 from 2019 with a 22mm atlas gold. There was no waist on the 22mm atlas. We proceeded to prep a new 23mm s3 on gen2 pds with 2 extra ccs volume in the atrion inflation device. Valve delivery and deployment (+2 ccs volume) were unremarkable. Dr. Maschietto felt that the valve may need better expansion though and post-dilated with the gen2 pds delivery system (including +2 ccs). After interrogating the new implant, we found torrential regurg. Using an ice catheter, we found that one of the leaflets in the new s3 seemed to be not moving. Dr. Maschietto attempted to jog the leaflet free using a jl coronary catheter and rechecked ice but was unsuccessful. We opened and prepped a new 23mm s3. This one was prepped on gen2 pds with three (3) extra ccs volume. Again, valve delivery and deployment with all the volume was unremarkable. This 2nd valve, after interrogating, was functioning as expected. Ice revealed all leaflets moving. We had an invasive mean gradient of 4mmhg. The pt remained stable throughout the entire procedure and safety was maintained."